Event description:
It was reported that the implantable cardioverter defibrillator (ICD) lasted shorter than the expected period of time, possibly due to variable thresholds on the left ventricular (lv) lead. The ICD was explanted and replaced while the lv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4194 implantable pacing lead, (B)(6) 2006; 6947 implantable tachy lead, (B)(6) 2008. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 95% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. This device was included in that field action, but returned product testing found the device did not perform as described in the field action.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.